Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm verified the blood pressure (bp) cable pins were pushed in and bent due to damage of the pressure connection by the customer. To correct the issue, the stm replaced the cable assembly, completed all safety, functionality, and calibration checks and all tests passed to factory specifications. Subsequently, the stm cycled the iabp unit overnight as an endurance check and verified the next day that there were no errors generated. The stm performed additional functional checks which passed all tests then cleared the iabp unit for clinical use and released to the customer.

Event description:
It was reported that the pressure connector for the cs300 intra-aortic balloon pump (iabp) was broken. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.